Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user was able to get all the water from the cuff. The patient appeared to have severe hemorrhoids which made pulling the cuff difficult. Patient was sedated and intubated, however the patient did appear to valsalva when nurse tried to pull the cuff. Cuff was still in patient at this time. Hx: the patient appeared to have severe hemorrhoids. Per additional information received in a return phone call from the complainant on 18feb2021, the device was successfully removed from the patient by the physician with manual manipulation and there was no injury to the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inflation lumen is kinked¿ .it is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the dignisheild ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user was able to get all the water from the cuff. The patient appeared to have severe hemorrhoids which made pulling the cuff difficult. Patient was sedated and intubated, however the patient did appear to valsalva when nurse tried to pull the cuff. Cuff was still in patient at this time. Per additional information received in a return phone call from the complainant on 18feb2021, the device was successfully removed from the patient by the physician with manual manipulation and there was no injury to the patient.